Event description:
Patient arrived to observation in the early am. In report from ed it was stated that k 10meq was running into pt with ns. When the pt arrived, the k+ was not running at all. Two sets of primary tubing were in use. The k+ was threaded through the pump which I turned on to run at 50ml/hr. Ns was running almost wide open and was hooked into the closest hub/port to the pt on the k+ line. After the administration of k+ was completed, I was disconnecting the k+ tubing from the pt. I noticed a small white hard occlusion in the line of the ns solution. This hard matter was only inches from entering the pt's vein. I promptly disconnected all lines from the pt and told my charge nurse and crnp present of the incident and then the daylight charge nurse. Object is white and smooth in appearance and located above injection port closest to where the line is connected to the patient.